Manufacturer narrative:
Device evaluation of the monitor and electrode belt has been completed. The evaluation included review of downloaded software flag files on the day of the event and incoming functional testing. During the incoming functional testing, a 1hz simulated normal sinus rhythm signal was applied to the ECG electrodes, followed by a 5hz simulated treatable arrhythmia signal which verified proper performance of the detection algorithm. During the transition to the 5hz signal, the device was confirmed to properly enter into a treatment sequence which includes a verification of the tactile vibration alarm, audio messaging, and siren alarms, as well as a test of the pulse delivery circuitry. The pulse delivery circuitry test verified proper charging of the high voltage capacitors and proper delivery of five full energy 150j biphasic pulses. The functional testing confirmed proper response button functionality, ECG acquisition, detection algorithm performance, and pulse delivery functionality. There is no indication of a product malfunction.

Event description:
A us distributor contacted zoll to report that a patient passed on (B)(6) 2022 while reportedly wearing the lifevest. Per clinical review of the continuous ECG recording, the device was started up at 10:59:49 on (B)(6) 2023. A manual recording was detected at 07:09:44 with response button use on (B)(6) 2023. ECG shows sinus rhythm @ 90 bpm with pac¿s and pvc¿s. Bradycardia status was detected intermittently from 08:17:43 to 08:21:47. Asystole was detected three times from 08:23:55 to 08:25:58. ECG shows sinus bradycardia from 30-20 bpm with hb. The rhythm then degraded to asystole with intermittent cardiac activity. The rhythm then transitions to an idioventricular rhythm @ 80 bpm degrading to fine vf with varying amplitudes. An arrhythmia was detected three times from 08:27:22 to 08:31:26. Holter monitor shows asystole. The detection stopped at 08:32:15. Response button use intermittently from 08:32:36 to 08:34:08. The patient was in vf with varying amplitudes degrading to asystole from 08:26:00 until the electrode belt was disconnected at 08:34:20 on (B)(6) 2023. Fine vf was observed for 1 minute 25 seconds. The fine vf with varying cardiac amplitudes prevented lifevest from treating the patient. The fine vf frequency was less than the rate threshold which prevented the lifevest from treating the patient. The device properly detected asystole. Asystole is a non-shockable rhythm.